Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined, but based on the information received, it was likely caused by electromagnetic interference due to MRI exposure.

Event description:
Following an MRI scan, the device was found in back-up mode. The patient felt discomfort due to the reset. Technical support was contacted and suggested reprogramming, which was performed to resolve the event. The patient was in stable condition.